Event description:
A us distributor contacted zoll to report that a patient developed a rash and open burning blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that a patient developed oozing blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone acetonide 1% for the skin irritation. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a rash and open burning blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown.